Event description:
Based on a review of medical records provided by pt's attorney: (B)(6) 2001 - laparoscopic appendectomy with two drains place. Necrotic appendix. Severe gangrenous necrosis. On (B)(6) 2002 - laparoscopic repair of three ventral midline upper abdomen incisional hernia repair with three bard composix meshes. Adhesions taken down. On (B)(6) 2003 - laparoscopic assisted open ventral umbilical incisional hernia repaired with bard composix kugel mesh. Lysis of adhesions performed. Partial excision of previous mesh. Unremarkable insertion tack and closure. On (B)(6) 2010 - enterocutaneous fistula status post abdominal repair with prosthetic mesh. Colon resection. Small bowel resection. Adhesions taken down. Repair made with biologic xenograft dermal matrix. Removal of infected mesh. Colostomy performed. Large area of infection that involved peritoneal space noted.

Manufacturer narrative:
Based on a review of the medical records, the pt was treated for three midline ventral umbilical hernias with bard composix mesh products. There were no infections or post op complications noted. The pt was treated in 2003 for a recurrence between two areas of small bowel that were adherent to previously placed mesh. The pt had also had adhesions lysed during the implantation of the three bard meshes in 2002. During the recurrence repair, there was a partial explant of mesh, however, it is unclear which mesh was affected. While there is no indication that the bard mesh products contributed to the adhesions or recurrence, they are listed as a possible adverse reactions in the products' instructions for use. A bard composix kugel mesh was used to complete this repair. Seven years post implant, the pt was treated for an enterocutaneous fistula with an extensive contamination forming abscess and infection of the mesh. A large piece of mesh was explanted. There was no pathology report for explanted mesh. Although fistula is stated as a possible adverse reaction in the product's IFU, the medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard meshes. The pt was also treated for infection. The IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. Based on the info available, it is unclear whether the bard mesh have contributed to the alleged event. No samples have been returned. No conclusion can be drawn at this time. Refer to MDR 1213643-2010-00523 and MDR 1213643-2011-00135, and 1213643-2011-00136 for the three meshes implanted on (B)(6) 2002.